Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead's helix failed to extend despite the physician rotating the screw multiple times. Eventually, the right ventricular lead was not used and the physician completed the procedure with a new right ventricular lead. The patient experiences no consequences.